Event description:
It was reported that the pt was experiencing underdose symptoms and was hospitalized for baclofen withdrawal. A dye study was performed and was successful (date not provided). A bolus of baclofen was given in 2008 with no response. The pt was responding to oral baclofen. The concentration and daily does of baclofen being delivered via the pump was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.